Manufacturer narrative:
Additional information it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-1730, with lot number crbc3d, conformed to the specifications when released to stock on the 13th march 2014. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: it was reported by the rep that a nurse mistakenly mistook our sampling port for an IV line and injected a saline and penicillin mix into the evd and brain. Rep will get more information on thursday. The result of the incident has been patient death. (B)(6) 2014 additional information from the affiliate stated: will the device be returned for an evaluation? Not sure, rep is meeting up with hospital stuff today, will let you know. Did the actions of the nurse cause or contribute to the patient¿s death? Didn¿t get the conclusive statement from the surgeon/hospital. The complaint states that more details will be available on thursday. Do you have any additional information at this time regarding this event? No additional information received. (B)(6) 2014 additional information stated: device was being used to drain csf fluid from patient in ICU (post surgery) while the patient was under the care of the ICU with the eds3 system in place, an ICU nurse mistook the eds3 sampling/injection port for the IV port and accidentally injected the patient with a high dose mix of saline and penicillin. This injection combined with the drainage system clamped off distally allowed the injection to travel into the ventricle of the brain. The injection/sampling port was mistaken as an IV port. Both look very similar and use the same needless port what action was taken / required to manage the problem during the procedure? Problem as not known until patient condition deteriorated describe the "damage" or "other" patient outcome: the result of the incident has been patient death.

Event description:
Additional information: please see below for the replies to your questions. I am unable to provide you with the patient¿s medical records and the death certificate will be completed by the coroner. This may take some time as the cause of death is unknown at this time. I have provided your contact information, as the medical safety specialist, to the coroner involved in the case. Can we verify precisely which port was used? It was noted the port labeled csf had a regular IV tubing attached that was connected to a IV bag of normal saline. What dose of penicillin and volume was put into the ventricle. The patient was receiving IV pen g 4 million units. It is unclear what volume, if any was infused into the ventricle. There is an ongoing coroners investigation. What was the indication for use of the penicillin? Vp shunt infection. Did patient have any medication allergies? Contrast dye. What was actual cause of death? Unknown as stated above. What was patient¿s reason for evd placement? Recurrent hydrocephalus post (historical) aneurysm rupture.

Manufacturer narrative:
Additional information: this report is being filed to reflect additional information received on (B)(4) 2014.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.